Event description:
The advocate stated, the customer received a blood glucose reading of 20 mg/dl using her contour meter. The customer's glucose was retested using the advocate's meter and that reading was 175 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The advocate also performed control tests while troubleshooting and received a result of 14 mg/dl. The normal control range was 108-148 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.